Manufacturer narrative:
Follow-up # 1 (05/30/2013)-device evaluation: the products involved with this complaint have been returned and evaluated by product analysis (pa) respectively on (B)(4) 2013 and (B)(4) 2013 with the following findings: the meter passed testing and no faults were found. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. The test strips also passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that his onetouch ultra2 meter was reading inaccurately high compared to his feeling/ normal result(s). Medical surveillance sent follow-up questions; however, customer service (cs) was unsuccessful in reaching the patient by phone. The complaint was classified based on information obtained from the cs representative during the patient's initial call. The patient alleged that the issue began a week and a half prior to contacting lfs. According to the csr's documentation, just prior to the start of the alleged issue the patient reportedly was experiencing symptoms of sweating, confusion, and was exhausted; it is not clear if the patient correlated her symptom with high or low blood glucose. The patient's previous blood glucose result (with the subject meter) prior to the onset of his symptoms is not known and it is not clear what action the patient took in response to his previous blood glucose reading. It is also not specified if the patient had made any changes to their diabetes management, activity level, or meals before the alleged issue began. The patient's testing frequency is not known and other than diabetes, it is not clear if the patient suffers from other health conditions. According to the csr's documentation, at the time of the alleged issue, the patient reportedly obtained a blood glucose reading of "28.2mmol/l" (508mg/dl) with the subject meter. In response to the alleged meter reading, the patient reportedly administered 20 units of lantus as self-treatment. It is not known when the patient's symptom abated. At an unspecified date/time later, the patient reportedly obtained a blood glucose reading of "2.1mmol/l" (38mg/dl) with another device (onetouch ultrasmart meter). At the time of troubleshooting, the csr verified that the subject meter was set to the correct unit of measurement. Replacement products were sent to the patient. Although it is unknown how the product may have been a factor in the patient's injury this complaint is being reported because the user allegedly suffered symptoms indicative of a serious injury while using the product.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.